Event description:
It was reported the event occurred in the pt's room. The insertion site is unk. On the day the catheter was inserted, a leak (medical solution) occurred from the stopcock. As a result, a new kit was opened and used successfully. There is a delay noted in treatment, but no harm reported from the delay. There are no reported pt injuries complications, or death.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.